Manufacturer narrative:
Per the clinic, the patient experienced migration of electrode array. The patient was also placed under general anesthesia on (B)(6) 2024. Device analysis report attached. This report is submitted on may 17, 2024.

Manufacturer narrative:
This report is submitted on april 17, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to electrode dislocation and the patient was reimplanted with another cochlear device during the same surgery.